Event description:
It was reported that stent damage occurred. There was 80% stenosed lesion located in the severely calcified middle section of left anterior descending artery (lad), about 50% stenosed lesion in the proximal section of left circumflex artery, 70% stenosed lesion in the distal section, and 50% stenosed lesion in the proximal section of right coronary artery. After a non-bsc guidewire was advanced to the distal end of lad, a 2.00mm x 15mm emerge balloon catheter was advanced; however, during initial inflation at 14 atmospheres for 7 seconds, the balloon ruptured. Another 2.00mm x 15mm emerge balloon catheter was advanced; however, during initial inflation at 14 atmospheres for 7 seconds, the balloon also ruptured. A 38 x 3.00 promus premier drug-eluting stent (des) was advanced; however, great resistance was met and crossing the lesion was difficult. The stent was withdrawn and the tip of the stent struts got lifted up. Another 38 x 3.00 promus premier des was advanced; however, great resistance was also encountered and crossing the lesion was also difficult. The stent was withdrawn and it was observed that the tip of the stent struts got lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: a promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. There was 80% stenosed lesion located in the severely calcified middle section of left anterior descending artery (lad), about 50% stenosed lesion in the proximal section of left circumflex artery, 70% stenosed lesion in the distal section, and 50% stenosed lesion in the proximal section of right coronary artery. After a non-bsc guidewire was advanced to the distal end of lad, a 2.00mm x 15mm emerge balloon catheter was advanced; however, during initial inflation at 14 atmospheres for 7 seconds, the balloon ruptured. Another 2.00mm x 15mm emerge balloon catheter was advanced; however, during initial inflation at 14 atmospheres for 7 seconds, the balloon also ruptured. A 38 x 3.00 promus premier drug-eluting stent (des) was advanced; however, great resistance was met and crossing the lesion was difficult. The stent was withdrawn and the tip of the stent struts got lifted up. Another 38 x 3.00 promus premier des was advanced; however, great resistance was also encountered and crossing the lesion was also difficult. The stent was withdrawn and it was observed that the tip of the stent struts got lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.